Event description:
Meter was giving the clean test area message. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing and cleaning techniques were reviewed to be correct. She was asked to remove, re-clean, and re-insert the test strip holder. A restest was performed, but the issue persisted and the clean test area message appeared on the display. The battery was also checked and it was last replaced less than a year ago. The pt had reported that she was given glucose treatment by a medical professional. Prior to receiving medical attention and following the use of the meter, she had taken oral medication for diabetes. It is not clear if the pt had any symptoms of hypoglycemia prior to receiving medical attention. This comlaint is reported as an adverse event because the pt was not able to test on the meter at the time of concern, and she received treatment for hypoglycemia by a medical professional. The issue was not resolved with troubleshooting. A replacement meter kit was sent to the lay user/pt.